Manufacturer narrative:
Product event summary: analysis confirmed that the battery drawer would not open without batteries in it. It was also found that the upper case was broken, the output connector nuts were contaminated, and the keypad was contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery door button was broken. The door could not be opened without using additional tools. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the lower case. Visual inspection revealed no anomalies. Bench analysis found that the battery door could be opened without issue. No anomalies were observed when the battery compartment was opened and a visual inspection was performed. Conclusion: could not confirm the customer complaint, no defect found. The issue was observed during service and repair and was resolved during repair. It could not be reproduced since the repair was performed. If information is provided in the future, a supplemental report will be issued.